Event description:
It was reported that undersensing resulting in inappropriate mode switching and patient arrhythmia was observed on the right atrial (ra) lead. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.